Event description:
The customer alleged that her glucose readings had been higher than usual when testing with her contour usb meter. She performed control tests during the call and received results of 320 and 259 mg/dl. The normal control range was 108-149 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.